Manufacturer narrative:
Bayer case number: (B)(4). Pain persisted [pelvic pain] allergies [multiple allergies] chronic fatigue [chronic fatigue] sphenoidal sinusitis [sinusitis] constant state of moroseness [moroseness] inflammation of the ankles and wrists [ankle arthritis] inflammation of wrist [joint inflammation] eye pain [eye pain] excessive perspiration [perspiration excessive] iron odour [body odour] burnout [burnout syndrome] migraines [migraine] sleep disorders [sleep disorder] constantly low spirits [low mood] inflammation [inflammation] ocular dryness [eye dryness] feeling unwel [feeling unwell] health was deteriorating [general physical health deterioration]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-jun-2025. The most recent information was received on 04-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain persisted") in a 44-year-old female patient who had essure inserted (lot no. D60146) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: non-alcoholic, non-smoker. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 31 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), multiple allergies ("allergies"), fatigue ("chronic fatigue"), sinusitis ("sphenoidal sinusitis"), morose ("constant state of moroseness"), ankle arthritis ("inflammation of the ankles and wrists"), joint inflammation ("inflammation of wrist"), eye pain ("eye pain"), hyperhidrosis ("excessive perspiration") and skin odour abnormal ("iron odour"). Essure was removed on (B)(6) 2025. On unknown date she experienced burnout syndrome ("burnout"), migraine ("migraines"), sleep disorder ("sleep disorders"), depressed mood ("constantly low spirits"), inflammation ("inflammation"), dry eye ("ocular dryness"), malaise ("feeling unwel") and general physical health deterioration ("health was deteriorating"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. The reporter considered ankle arthritis, joint inflammation, burnout syndrome, depressed mood, dry eye, eye pain, fatigue, general physical health deterioration, hyperhidrosis, inflammation, malaise, migraine, morose, multiple allergies, pelvic pain, sinusitis, skin odour abnormal and sleep disorder to be related to essure administration. The reporter commented: period of occurrence: one month after insertion patient¿s current status: comments: for several years, I¿ve been asking my treating doctor for a complete blood test following all these unexplained ailments, since everything was going well in my life. When I saw the association on the news, I was finally able to put words to the pain I¿ve been experiencing for all these years. I hadn¿t been informed about device removal or the side effects for all these years compulsory removal of the device on (B)(6) 2025 in the hope of subsequent improvement. The gynecologist never ordered an allergy test nor described the device in 2016. I learned all about it via television news in (B)(6) 2025. In particular, that the implantable device had been taken off the market in 2017 for years I was feeling unwell, and my health was deteriorating, and I didn¿t understanding why! I have always had good health and a good lifestyle: sports, a healthy diet, no drinking, no smoking¿ but after the essure implants, it was a downward spiral. For years I asked my regular doctor to perform a comprehensive blood analysis. Believing that I had deficiencies but the results were normal. Still, the fatigue and pain persisted I should point out that I never had migraines, sinusitis or asthenia prior to getting the implants. Everything in my life is fine, except for my health. I hope with all my heart that removal of the implants will eliminate most of the ailments. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. [Blood test] (date unknown): normal. Batch number: d60146; manufacture date: 28-mar-2015; expiration date: 28-mar-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) allergies [multiple allergies] , chronic fatigue [chronic fatigue] , sphenoidal sinusitis [sinusitis] , constant state of moroseness [moroseness] , inflammation of the ankles and wrists [ankle arthritis] , inflammation of wrist [joint inflammation] , eye pain [eye pain] , excessive perspiration [perspiration excessive] , iron odour [body odour] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of multiple allergies ("allergies") in a 44-year-old female patient who had essure inserted (lot no. D60146) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 31 days after essure insertion, she experienced multiple allergies (seriousness criterion medically important), fatigue ("chronic fatigue"), sinusitis ("sphenoidal sinusitis"), morose ("constant state of moroseness"), ankle arthritis ("inflammation of the ankles and wrists"), joint inflammation ("inflammation of wrist"), eye pain ("eye pain"), hyperhidrosis ("excessive perspiration") and skin odour abnormal ("iron odour"). At the time of the report, the outcomes for multiple allergies, fatigue, sinusitis, morose, ankle arthritis, joint inflammation, eye pain and skin odour abnormal were unknown. No causality assessment was received for essure with regard to fatigue, multiple allergies, sinusitis, morose, ankle arthritis, joint inflammation, eye pain, hyperhidrosis or skin odour abnormal. The reporter commented: period of occurrence: one month after insertion. Patient¿s current status: comments: for several years, I¿ve been asking my treating doctor for a complete blood test. Following all these unexplained ailments, since everything was going well in my life. When I saw the association on the news, I was finally able to put words to the pain I¿ve been experiencing for all these years. I hadn't been informed about device removal or the side effects for all these years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number:(B)(4) allergies [multiple allergies] , chronic fatigue [chronic fatigue] , sphenoidal sinusitis [sinusitis] , constant state of moroseness [moroseness] , inflammation of the ankles and wrists [ankle arthritis] , inflammation of wrist [joint inflammation] , eye pain [eye pain], excessive perspiration [perspiration excessive] , iron odour [body odour] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. The most recent information was received on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of multiple allergies ("allergies") in a 44 year-old female patient who had essure inserted (lot no. D60146) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 31 days after essure insertion, she experienced multiple allergies (seriousness criterion medically important), fatigue ("chronic fatigue"), sinusitis ("sphenoidal sinusitis"), morose ("constant state of moroseness"), ankle arthritis ("inflammation of the ankles and wrists"), joint inflammation ("inflammation of wrist"), eye pain ("eye pain"), hyperhidrosis ("excessive perspiration") and skin odour abnormal ("iron odour"). At the time of the report, the outcomes for multiple allergies, fatigue, sinusitis, morose, ankle arthritis, joint inflammation, eye pain and skin odour abnormal were unknown. No causality assessment was received for essure with regard to fatigue, multiple allergies, sinusitis, morose, ankle arthritis, joint inflammation, eye pain, hyperhidrosis or skin odour abnormal. The reporter commented: period of occurrence: one month after insertion. Patient¿s current status: comments: for several years, I¿ve been asking my treating doctor for a complete blood test. Following all these unexplained ailments, since everything was going well in my life. When I saw the association on the news, I was finally able to put words to the pain I¿ve been experiencing for all these years. I hadn¿t been informed about device removal or the side effects for all these years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jul-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pain persisted [pelvic pain] , allergies [multiple allergies] , chronic fatigue [chronic fatigue] , sphenoidal sinusitis [sinusitis] , constant state of moroseness [moroseness] , inflammation of the ankles and wrists [ankle arthritis] , inflammation of wrist [joint inflammation] , eye pain [eye pain] , excessive perspiration [perspiration excessive] , iron odour / metallic odour [body odour] , burnout [burnout syndrome] , migraines [migraine] , sleep disorders [sleep disorder] , constantly low spirits / gloomy feeling [low mood], inflammation of wrist [joint inflammation] , ocular dryness [eye dryness] , feeling unwel [feeling unwell] , health was deteriorating [general physical health deterioration], inflammation of ankle [ankle arthritis] , bilateral paraesthesia [paraesthesia], myodesopsia [myodesopsia] , pain in her hand [pain in hand] , impingement at a distal interphalangeal joint [impingement syndrome shoulder], steatosis [steatosis hepatic] , vitamin d deficiency [vitamin d deficiency] , neck pain [neck pain] , vertigo [vertigo] , asthenia [asthenia] , diarrhea [diarrhea] , dyspnea [dyspnea] , floaters [floaters] , allergic conjunctivitis [allergic conjunctivitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. The most recent information was received on 19-mar-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pain persisted") in a 44-year-old female patient who had essure inserted (lot no. D60146) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: non-alcoholic, non-smoker. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 31 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), multiple allergies ("allergies"), fatigue ("chronic fatigue"), sinusitis ("sphenoidal sinusitis"), morose ("constant state of moroseness"), a first episode of ankle arthritis ("inflammation of the ankles and wrists"), a first episode of joint inflammation ("inflammation of wrist"), eye pain ("eye pain"), hyperhidrosis ("excessive perspiration") and skin odour abnormal ("iron odour / metallic odour"). Essure was removed on (B)(6) 2025. On unknown date she experienced burnout syndrome ("burnout"), migraine ("migraines"), sleep disorder ("sleep disorders"), depressed mood ("constantly low spirits / gloomy feeling"), a second episode of joint inflammation ("inflammation of wrist"), dry eye ("ocular dryness"), malaise ("feeling unwel"), general physical health deterioration ("health was deteriorating"), a second episode of ankle arthritis ("inflammation of ankle"), paraesthesia ("bilateral paraesthesia"), myodesopsia ("myodesopsia"), pain in extremity ("pain in her hand"), rotator cuff syndrome ("impingement at a distal interphalangeal joint"), hepatic steatosis ("steatosis"), vitamin d deficiency ("vitamin d deficiency"), neck pain (" neck pain"), vertigo ("vertigo"), asthenia ("asthenia"), diarrhoea ("diarrhea"), dyspnoea ("dyspnea"), floaters ("floaters") and conjunctivitis allergic ("allergic conjunctivitis"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, multiple allergies, fatigue, sinusitis, morose, latest episode of joint inflammation, eye pain, hyperhidrosis, skin odour abnormal, burnout syndrome, migraine, sleep disorder, depressed mood, dry eye, malaise and general physical health deterioration had not resolved. The outcomes for paraesthesia, myodesopsia, pain in extremity, rotator cuff syndrome, hepatic steatosis, vitamin d deficiency, neck pain, vertigo, asthenia, diarrhoea, dyspnoea, floaters, conjunctivitis allergic and the last episode of arthritis were unknown. The reporter considered the first episode of ankle arthritis, the first episode of joint inflammation, the second episode of joint inflammation, the second episode of ankle arthritis, asthenia, burnout syndrome, conjunctivitis allergic, depressed mood, diarrhoea, dry eye, dyspnoea, eye pain, fatigue, general physical health deterioration, hepatic steatosis, hyperhidrosis, malaise, migraine, morose, multiple allergies, neck pain, pain in extremity, paraesthesia, pelvic pain, rotator cuff syndrome, sinusitis, skin odour abnormal, sleep disorder, vertigo, vitamin d deficiency, myodesopsia and floaters to be related to essure administration. The reporter commented: period of occurrence: one month after insertion. Patient¿s current status: comments: for several years, I¿ve been asking my treating doctor for a complete blood test following all these unexplained ailments, since everything was going well in my life. When I saw the association on the news, I was finally able to put words to the pain I¿ve been experiencing for all these years. I hadn't been informed about device removal or the side effects for all these years compulsory removal of the device on (B)(6) 2025 in the hope of subsequent improvement. The gynecologist never ordered an allergy test nor described the device in 2016. I learned all about it via television news in (B)(6) 2025. In particular, that the implantable device had been taken off the market in 2017 for years I was feeling unwell, and my health was deteriorating, and I didn't understanding why! I have always had good health and a good lifestyle: sports, a healthy diet, no drinking, no smoking¿ but after the essure implants, it was a downward spiral. For years I asked my regular doctor to perform a comprehensive blood analysis. Believing that I had deficiencies but the results were normal. Still, the fatigue and pain persisted I should point out that I never had migraines, sinusitis or asthenia prior to getting the implants. Everything in my life is fine, except for my health. I hope with all my heart that removal of the implants will eliminate most of the ailments. To alleviate her symptoms, she was treated by a physiotherapist between 2017 and 2024. Since the removal of essure, she has benefited from physiotherapy sessions focused on pelvic floor rehabilitation and addressing the internal scar. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. [Blood test] (date unknown): normal [computerised tomogram] on (B)(6) 2024: the doctor then diagnosed left sphenoid sinusitis [x-ray] on (B)(6) 2022: cervical spine was performed but revealed no abnormalities; on (B)(6) 2024: revealed impingement at a distal. Interphalangeal join. Batch number: d60146; manufacture date: 28-mar-2015; expiration date: 28-mar-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-mar-2026: medical record received. New events feeling of gloom, inflammation of the ankles and wrists, paraesthesia, myodesopsia, neck pain, vitamin d deficiency, vertigo, sphenoid sinusitis, asthenia, diarrhea, dyspnea, floaters, allergic conjunctivitis, hand pain, and hepatic steatosis were added. Patients date of birth, lab data & reporter causality comment added. Additional reporter added. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pain persisted [pelvic pain]. Allergies [multiple allergies]. Chronic fatigue [chronic fatigue]. Sphenoidal sinusitis [sinusitis]. Constant state of moroseness [moroseness]. Inflammation of the ankles and wrists [ankle arthritis]. Inflammation of wrist [joint inflammation]. Eye pain [eye pain]. Excessive perspiration [perspiration excessive]. Iron odour [body odour]. Burnout [burnout syndrome]. Migraines [migraine]. Sleep disorders [sleep disorder]. Constantly low spirits [low mood]. Inflammation [inflammation]. Ocular dryness [eye dryness]. Feeling unwel [feeling unwell]. Health was deteriorating [general physical health deterioration]. Case narrative: the below report was received by health authority ansm (reference number:(B)(4) on (B)(6) 2025. The most recent information was received on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain persisted") in a 44 year-old female patient who had essure inserted (lot no. D60146) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: non alcoholic, non smoker. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 31 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), multiple allergies ("allergies"), fatigue ("chronic fatigue"), sinusitis ("sphenoidal sinusitis"), morose ("constant state of moroseness"), ankle arthritis ("inflammation of the ankles and wrists"), joint inflammation ("inflammation of wrist"), eye pain ("eye pain"), hyperhidrosis ("excessive perspiration") and skin odour abnormal ("iron odour"). Essure was removed on (B)(6) 2025. On unknown date she experienced burnout syndrome ("burnout"), migraine ("migraines"), sleep disorder ("sleep disorders"), depressed mood ("constantly low spirits"), inflammation ("inflammation"), dry eye ("ocular dryness"), malaise ("feeling unwel") and general physical health deterioration ("health was deteriorating"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. The reporter considered ankle arthritis, joint inflammation, burnout syndrome, depressed mood, dry eye, eye pain, fatigue, general physical health deterioration, hyperhidrosis, inflammation, malaise, migraine, morose, multiple allergies, pelvic pain, sinusitis, skin odour abnormal and sleep disorder to be related to essure administration. The reporter commented: period of occurrence: one month after insertion patient¿s current status: comments: for several years, I¿ve been asking my treating doctor for a complete blood test following all these unexplained ailments, since everything was going well in my life. When I saw the association on the news, I was finally able to put words to the pain I¿ve been experiencing for all these years. I hadn¿t been informed about device removal or the side effects for all these years compulsory removal of the device on 30 june 2025 in the hope of subsequent improvement. The gynecologist never ordered an allergy test nor described the device in 2016. I learned all about it via television news in (B)(6) 2025. In particular, that the implantable device had been taken off the market in 2017 for years I was feeling unwell, and my health was deteriorating, and I didn¿t understanding why! I have always had good health and a good lifestyle: sports, a healthy diet, no drinking, no smoking¿ but after the essure implants, it was a downward spiral. For years I asked my regular doctor to perform a comprehensive blood analysis. Believing that I had deficiencies but the results were normal. Still, the fatigue and pain persisted I should point out that I never had migraines, sinusitis or asthenia prior to getting the implants. Everything in my life is fine, except for my health. I hope with all my heart that removal of the implants will eliminate most of the ailments. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. [Blood test] (date unknown): normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: new serious event pain persisted (pelvic pain) added and seriousness for multiple allergies is downgraded to non-serious, new non-serious events burnout, migraines, sleep disorders, constantly low spirits, inflammation, ocular dryness, feeling unwell, health deteriorating were added. Lab data updated. Reporter causality comment changed to related. Essure removal date & details updated. Reporter causality comment updated. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.